Event description:
Reporter alleged that the battery leaked inside device and burned a hole through the back of the meter. The customer stated that 2-3 days prior to this he had dropped one of the batteries when he changed them. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).